Event description:
Caller stated severe chest pain began two months after implants. Initialing the pain would last about 30 secs on the center of her chest, then started to radiate to her jaw and left shoulder. Caller had her heart checked and dr confirmed everything was ok. In (B)(6) 2019, she began to experience joint pain and swelling in her feet, hands, hips, and elbows. Caller had a bone scan and was tested for immune issues and all the tests returned negative. Caller also had expressed add'l breast tenderness to touch and migraines. She was diagnosed with stage 2 capsular contracture two weeks ago; caller is scheduled for an MRI to f/u with contractures.